Manufacturer narrative:
A ge service representative performed an on site investigation. The gib (generator interface board) pcb, high voltage supply regulatory and generator driver were evaluated and replaced. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that the system displayed high ma error message. This occurred during a patient procedure therefore this issue may have resulted in accidental radiation occurrence (aro). There is no report of death or serious injury.